Event description:
Plaintiff alleges the development of latex allergy from her exposure to latex exam gloves. She alleges that as a result of the allergy, she has been rendered chronically ill, sore, sick and disabled, has suffered great loss of earning capacity and expenses for medical care, and is in danger of unexpected life-threatening attacks. Plaintiff and plaintiff's husband and children allege loss of consortium.